Manufacturer narrative:
(B)(4).

Event description:
It was reported that the luer hub of the proximal lumen detached from the extension line when the user connected the syringe to the hub while in use on a patient. The catheter was replaced with a new one.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 4-l cvc for evaluation. Signs of use in the form of blood were present in the distal and medial extension lines. Visual inspection revealed the proximal extension line had become separated from the luer hub. The luer hub was not returned. The point of separation on the extension line was rough and jagged, consistent with undue force being applied to the extension line. Visual inspection of the hub could not be completed as the hub was not returned. The length of the catheter body measured 221 mm which is within specifications of 207-227 mm per catheter product drawing. The outer diameter of the proximal extension line measured 2.15 mm which is within specifications of 2.13-2.21 mm per proximal extension line extrusion graphic. The inner diameter of the proximal extension line measured 0.057", or 1.4478 mm, which is within specifications of 1.42-1.50mm per proximal extension line extrusion graphic. The distal and medial extension lines were flushed with water from a 10ml lab inventory syringe to test for blocks. No blocks were observed. The end of the catheter was occluded and the distal and medial lines were pressurized with a lab inventory syringe filled with water to test for leaks. No leaks were found. A manual tug test confirmed the distal and medial luer hubs were fully secure to their extension lines. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit warns the user, "catheter should not be forcibly removed, doing so may result in catheter breakage and embolization. Follow institutional policies and procedures for difficult to remove catheter". The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the proximal extension line had separated from the luer hub. The luer hub was not returned. The extension line met all relevant dimensional requirements and a device history record review was performed and did not reveal any relevant findings. The separation point was jagged, consistent with undue force. However, without the luer hub returned for evaluation, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the luer hub of the proximal lumen detached from the extension line when the user connected the syringe to the hub while in use on a patient. The catheter was replaced with a new one.